Manufacturer narrative:
Updated fields: g3, g6, h1, h2, h11. Corrected field: h1. Additional information provided by integra's medical affairs director: "I had a discussion with dr. (B)(6) (surgeon) concerning the consensus on sunken flap syndrome - based recommendations for the diagnosis and surgical management of cranioplasty and post-traumatic hydrocephalus as outlined by the european panel." "Dr. (B)(6) has understood the consensus and its relevance to cranioplasty in the context of post-traumatic hydrocephalus. Should there be any need for further clarification from dr. (B)(6), I will provide additional updates accordingly."

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported: on an unspecified date, a 58-year-old male patient had a traffic accident, which led to posttraumatic hydrocephalus. He had undergone decompressive craniotomy, and a piece of skull bone removed on the left side of his skull. On (B)(6) 2024, a hakim programmable valve was implanted (ID: 823148) with an initial pressure of 160mmhg, which was later increased to 180 mmhg, then to 190 mmhg. The patient was discharged on (B)(6) 2024. At home, on (B)(6) 2024, the shunt pressure was adjusted to 200 mm hg to facilitate surgery while placing the bone back. While this maintained the required pressure for a week, the ventricles subsequently collapsed, leading to cerebral ventricle collapse. The area of the brain swelled back for some time due to high pressure; therefore, surgery was not done. On (B)(6) 2025, the shunt pressure was adjusted to 200 mm hg. Similar to earlier attempts, the pressure remained stable for a week before the ventricles ¿sunk¿ again, indicating malfunctioning of the vp shunt. On (B)(6) 2025, the patient had x-ray of skull ap, lat, and on (B)(6) 2025, a senior representative confirmed that the vp shunt was malfunctioning and advised another surgery for replacement. The patient was critically ill and in urgent need of shunt replacement surgery, however, but the patient's condition was not stable at that time. The patient's condition deteriorated and the patient had ¿expired¿.

Manufacturer narrative:
Updated fields: g3, g6, h1, h2, h11. Additional information provided by integra's medical affairs director: "I had a brief telephonic conversation with dr. (B)(6). From (B)(6) hospital, regarding the patient¿s case. Dr. (B)(6). Mentioned that the patient had sustained a severe head injury and was initially managed with a fixed pressure shunt. Due to complications related to over drainage, the patient was later switched to a programmable valve." "He noted that the over drainage occurred at lower pressure settings, and the valve pressure was subsequently increased to 200 mm h2o. Despite this adjustment, a sunken flap was still observed." "As dr. (B)(6). Was occupied at the time of the call, we could not discuss the case in further detail. He conveyed the key points but did not express interest in an extended discussion."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823148) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.